Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. (B)(6). Manufacture date ¿ unknown; it is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "outcome of combined unicompartmental knee replacement and combined or sequential anterior cruciate ligament reconstruction: a study of 52 cases with mean follow-up of five years" which aimed to provide an update on the clinical and radiological outcomes in a larger and consecutive cohort of patients treated with acl reconstruction and oxford ukr, manufactured at biomet. This study consisted of 52 patients of which one was lost to follow-up within the first year. This left 51 patients, with a mean age of 51 years old. The mean follow-up was five years. In 33 patients, acl reconstruction and oxford ukr were carried out simultaneously and in 18 patients were performed as staged procedures. The mean time between acl reconstruction and ukr in those who had staged procedures was 48 months. All but one patient reported being very pleased or fairly pleased with the procedure. 1 patient had radiological progression to lateral compartment osteoarthritis from the initial post-operative radiographs with further narrowing of the lateral joint space, although there was no increase in the lateral osteophytes. Three patients required further interventions. One diabetic patient with a combined acl reconstruction and ukr with arthroscopic hamstring tendon reconstruction had an early deep infection requiring a two-stage revision to total knee. There was one bearing dislocation occurred at six months, which required open reduction. One patient required conversion to total knee after developing symptomatic lateral compartmental osteoarthritis. The acl reconstruction had been performed elsewhere several years before the ukr; at the time of revision surgery, the acl graft was found to be lax and tibial tunnel placement suboptimal. This study illustrated that combined acl reconstruction and oxford ukr, either simultaneously or as a staged procedure, gives good early clinical and radiological outcomes and allows patients, who tend to be young, to maintain high levels of activity.